Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a history of right attune total knee approximately 5 years out. The sizes are unknown, it is a pc femur, ps poly and a non s+ tray with an anatomic patella. No components were loose. It was noted by the physician that the tray was not loose but the extraction of the tray left behind an intact cement mantle in the tibia. The patient is currently being treated for infection with articulating cement spacer. Doi: 5 years ago dor: (B)(6) 2021 right knee.